Event description:
The weight and placement of my implants caused back issues and myelopathic spinal cord injury and resulted in me having to have a fusion and diskectomy. Completely healthy till implants then experienced chronic fatigue brain fog, back issues ending in cervical fusion, all blood tests normal but my body is having a systematic autoimmune type symptoms that can't be explained that started after implants along with severe depression and anxiety that I never dealt with prior. C3 to c5 fusion. FDA safety report ID# (B)(4).